Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The driver was returned for evaluation with the tip having fractured during final tightening. The broken tip was not returned as it remains in the patient. It was stated that the driver may not have been fully seated in the locking cap, which may have contributed lo the reported issue. No determination can be made as to the exact cause of the fracture. The following sections have been updated: b4, e1, e3, h2, h6, h10

Event description:
The tip of the screwdriver fractured on the final torque of the set screw. The driver may not have been fully seated in the locking cap.